Event description:
It was reported that the patient developed a blood clot soon after implant. As a result, the physician took the patient's lead out of the epidural space and left it in soft tissue nearby until the blood clot resolved. Further intervention was performed wherein the physician removed the paddle lead, evacuated the epidural hematoma and kept the lead/ipg in the pocket. It is currently not in the epidural space.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.